Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unable to performed the prime test due to motor error alarm. Unit was received with bleeding and cracked display window glass.

Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.